Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2009; 5076-52 lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency room with chest pain. A transmission observed the left ventricular (lv) lead with high capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.